Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical issue, with fluid loss reported due to a break in the tubing, which led to inflation failure. The pump and cylinders were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.